Event description:
User facility reported that while a clinician was trying to insert a scope through a pt's tracheostomy tube, the inner diameter of the tube was too small to allow the scope to pass. The clinician removed and replaced the pt's tube; the new tube allowed the scope to pass. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.